Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a button error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act button did not respond due to corroded keypad trace.